Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that patient with pre-operative diagnosis of degenerative disk disease underwent posterior spinal fusion procedure for t11-s2 level. During the procedure , the screw was loaded on driver, barrel became loose while implanting screw with driver which puts all the torque on the tip of the screwdriver so when hard bone was encountered it snapped the tip of the screwdriver.no fragments of the product remained in the patient. No patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.